Event description:
It was reported that the patient presented in-hospital with an ICD alert due to low impedance. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
Only the proximal portion of the lead was returned. Analysis noted external insulation abrasion due to friction to the ICD can between 13.8 to 14.9cm from the connector pin. The etfe coating on the rv conductors was abraded. Ths is consistent with the observation from the field of low impedance when the lead was in contact with the device can.